Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The following information has been reported. Olympus local service engineer report that there was no sharp edge at the distal end of the insertion tube of the device. The user did not used any treatment tool. The doctor suspected that the thinness of the patient's large intestine contributed to the bleeding. Since the device was not returned, the exact cause was unknown. Based above information, omsc surmised that the reported phenomenon was occurred the following cause. The patient's large intestine wall was thin. The user¿s improper handling. Damaged parts replacements of the device are required. Detail repair menu should be determined by local service operation repair center.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during colonoscopy with the device, the doctor observed bleeding on the large intestine wall. The doctor stop bleeding and completed the procedure by using the device. The patient was discharged on the same day, with no additional treatment. The doctor suspected that the sharp nozzle at the distal end of the device, and the thinness of the patient's large intestine contributed to the bleeding. The local field service engineer checked the device, and there was no abnormality.